Manufacturer narrative:
(B)(4). Concomitant medical product: persona tibia cemented 5 degree stemmed, catalog # 42532006701, lot # 62758430; persona articular surface fixed bearing posterior stabilized (ps), catalog # 42511400510, lot # 62517855. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-00862, 0002648920-2019-00141. Remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing pain in knee post operative. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.